Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular (ev) lead exhibited p-wave oversensing during exercise and episodes oversensing of noise. Ad additionally, it was reported that the ev implantable cardioverter defibrillator (ICD) exhibited electromagnetic interference (emi) oversensing/noise. Reprogramming was conducted, and the ev lead and ev ICD remain in use. No patient complications have been reported as a result of this event. It was further reported that the patient is a participant in a clinical study. It was further reported that the extravascular (ev) lead exhibited episodes of noise in the form of myopotential oversensing. The ev lead was reprogrammed and remains in use. It was further reported that the non-sustained episodes, emi and myopotential oversensing, significantly increased following the previously mentioned reprogramming. It was noted that the patient is a mechanic and the emi episodes were observed while the patient was at their place of work. The patient frequently worked on and near electric vehicles.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular (ev) lead exhibited p-wave oversensing during exercise and episodes oversensing of noise. Ad ditionally, it was reported that the ev implantable cardioverter defibrillator (ICD) exhibited electromagnetic interference oversensing/noise. Reprogramming was conducted, and the ev lead and ev ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated emi. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient is a participant in a clinical study.